Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The device passed rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer's blood glucose was unknown. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.